Event description:
It was reported that the patient came to follow-up due to a slow heart rate of about 38 bpm. During the session, the device could not be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4): preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.